Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use, with no damages or unusual findings reported. During a surgical task aimed at releasing the right ureter, the instrument was discovered to be defective as it stopped working. The defect was located at the proximal end (housing), with no broken or damaged cables, and there was no missing or detached material from the part of the device that enters the patient. The instrument became detached from the robotic arm and could not be reattached, remaining static instead of moving with resistance or uncontrolled movement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of cable breakage, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.